Event description:
It was reported that the patient developed discomfort around his implantable cardioverter defibrillator pocket and his left arm early (B)(6) 2018. After about 3 weeks he developed fever, malaise, weakness, chills and fatigue. On (B)(6) 2018, he was admitted to the hospital and was diagnosed with mrsa bacteremia. Transesophageal echocardiography was performed and showed a small mobile echodensity on the right ventricular lead. On (B)(6) 2018, the implantable cardioverter defibrillator, atrial lead, right ventricular lead, and left ventricular lead were extracted successfully. The patient remained in stable condition throughout the procedure and no immediate complications were noted.

Manufacturer narrative:
Analysis was normal. No anomalies were found.